Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The cea reagent lot number is 690192 and the expiration date is 31-may-2024. The calibration and qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cea assay results for 1 patient sample on a cobas 6000 e601 module. The initial cea result was 42.96 ng/ml. The sample was repeated twice the next day and the results were 9.07 ng/ml and 9.27 ng/ml.